Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to the lid reed relay being shorted stuck. This caused the device lid to act as if it were shut when it was actually open.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that upon pressing the on/off button and opening the device lid, there were no audible audio prompts coming from the device. The audio prompts are necessary for a lay user to follow directions and use the device to deliver defibrillation therapy. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.